Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up in clinic, non-sustained oversensing episodes were observed. The patient was asymptomatic. Programming changes were made. No further information was provided.